Manufacturer narrative:
Device manufacture date: september 17, 2015- september 21, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and showed no evidence of broken cap coil. However, the fillport cap was noted to be missing. The unit was not returned in its original package. The reported condition of broken coil cap was not verified, but the device was found to be nonconforming for the missing fillport cap. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a small volume intermate was broken. This was noted before patient use. There was no patient involvement. No additional information is available.